Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n463539, implanted: (B)(6) 2015, product type: accessory . Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and was doing great. All the patient¿s impedances were in normal ranges.

Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms with electrode 10. Actions were not yet taken but were planned. The patient was not yet programmed due to the need for post-operative healing. The plan was to program the patient at their post-operative appointment approximately (B)(6), 2015. No diagnostic testing or troubleshooting was performed. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was scheduled to be seen in the office the day after, on april 21, for the initial programming. The manufacturer representative would be seeing the patient. Information has been requested regarding if the patient was reprogrammed and if the issue has been resolved. If additional information is received, a follow-up report will be sent.